Event description:
It was reported that the customer experienced a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections as backup insulin therapy.